Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The root cause of this issue appears to be mishandling of the fiber. The fiber may have been caught on the packaging during the unpacking process and appears to have been kinked/ pulled. The damage does not appear to be consistent with any manufacturing or packaging defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found there was a break in the fiber in the mid-section of the fiber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the fiber was broken when they opened the box. There was no patient involvement and there were no reports of harm.